Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a shutdown and inability to turn the pump back on. There was no adverse impact to customer¿s blood glucose level. The customer changed the charging supplies, resolving the issue.